Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet device overheated, the housing opened, and the screen became unusable, after which the user discontinued use and transitioned to multiple daily injections. Symptoms included no injury. Outcomes included no medical intervention or hospitalization and temporary interruption of automated insulin delivery with continued cgm use. Investigation included collection of event details and arrangement for device return. Investigation of this case revealed functional failure consistent with device overheating and enclosure breach rendering the device inoperable. It was concluded, based on previously established findings for similar reports, that the cause was device malfunction of the pump assembly leading to thermal and mechanical failure.